Event description:
The medtronic infuse bone graft x-small kit (B)(4), lot # m111350aad has an expiration date on the outside of the box in addition to different expiration dates on the three bottles contained inside the box. This is confusing to staff in checking for product expiration.